Event description:
It was stated that the insulin pump had a blank display. Troubleshooting was performed, and the display returned, then went blank again. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a problem with a liquid crystal display board.